Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ovarian cystectomy procedure, the device locked on tissue. The jaw did not open after it had done a full seal, they had to force the lever to open the jaw. There was no patient injury.